Event description:
Angioseal closure device failure, unable to obtain hemostasis with device placement. Additional length of manual pressure to groin. Patient developed hematoma which resolved with additional manual pressure. Patient required additional bedrest and monitoring post procedure.